Manufacturer narrative:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as it is a duplicate of 0001526350-2025-00717.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as it is a duplicate of 0001526350-2025-00717.

Event description:
It was reported that during decontamination or sterilization processing, the device loss power. There was no patient harm/injury or surgical delay as there was no patient involvement. Another device was utilized to complete the procedure. Due diligence is completed; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.